Event description:
A high readings issue was reported with the adc device. The customer reported high sensor readings, and experienced a loss of consciousness due to hypoglycemia. The customer had contact with a healthcare provider and the customer treated with glucose injection and IV glucose. A healthcare meter result of 147 mg/dl and a built-in meter result of 147 mg/dl were reported, against a sensor reading of 399 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.